Manufacturer narrative:
(B) (4).

Event description:
It was reported that a bridge bolus was performed to change the pump concentration from 2000 to 3000 mcg/ml. During this procedure, it was unclear if programming was successful. The hcp attempted to aspirate the catheter, but was unable to aspirate; a dye study could not be conducted. The hcp allowed the bridge bolus to finish and then had the patient come back the next day to interrogate the pump. The settings were reported as being fine. No patient injury was reported; the patient is currently getting pain relief from the system. There is a planned pump replacement (reason unspecified).